Event description:
Caller performed a correlation study and reported the following discrepant results. Testing with coagucheck xs was done immediately after testing with the inratio2 meter. For testing using the lab method (sta compact), the blood sample was collected immediately after the coagucheck xs test. Coagucheck testing was done using a new finger/finger stick each time. Coagucheck testing used capillary blood and lab testing used the coagulation tube.

Manufacturer narrative:
Investigation pending.